Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functional testing. Upon evaluation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wires. The pulled cable caused the heat shrink to come off the pulse wires in the distribution node, causing the functional testing failure. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) for an unrelated issued. During the belt evaluation a reportable problem was found. The belt failed incoming functionality testing.